Event description:
Literature article reviewed. ¿clinical analysis of abnormally elevated serum cobalt ion concentration in patients undergoing revision total hip arthroplasty with cobalt containing materials.¿ written by gu jianming, feng xiao, duhui, shao hongyi. 01 mar 2021. The article's purpose was to analyze the abnormal increase of preoperative serum cobalt ion concentration in hip revision patients with cobalt containing materials. Patient data: patient 1: female, patient 3: female. Depuy products: asr total hip construct used in 2 confirmed instances. All other implants are either unconfirmed or noted to be competitor. Adverse events patient 1: loose acetabular prosthesis, metal wear, elevated metal ions (87.5 g/l). Patient 3: loose acetabular prosthesis, trunnion corrosion, elevated metal ions (11.2 g/l).

Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.